Event description:
During laboratory validation of the luminex aries sars-cov-2 eua assay, we found a very high rate of false-negative results. The samples were tested by multiple other methods and were positive. Of 103 specimens tested, only 80 matched the expected result. Positive percent agreement was only 66%. The samples were also tested on the xpert, biofire, roche, and quidel platforms. Multiple shipments and lots were tested. FDA safety report ID #: (B)(4).